Manufacturer narrative:
Ischemia / extravasation: the cause of the injury was not determined due to insufficient clinical details. Difficult / unable to insert through other device: the cause of the difficult/unable to insert through device issue was most likely related to the patient¿s stenosis in the axillary artery, based on the provided clinical details. Pd-any device (twist, bent, kinked): the cause of the sheath kink issue was most likely related to the patient¿s stenosis in the axillary artery; however, the damage could not be verified without the returned product or sufficient clinical images.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via left axillary artery in a (B)(6) year old female admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) shock stage e. Access was obtained in axillary artery due to the patient's iliac being occluded. The 14fr sheath was placed in the axillary artery and when the dilator was removed, it caused a kink in the sheath due to a stenosis in the axillary artery. It was attempted to advance the impella through the sheath, but it was not able to advance past the stenosis in the axillary artery. The impella sheath was removed and balloon angioplasty of the artery performed. The short 14fr sheath was exchanged for the 30cm sheath, and the impella cp was successfully advanced through the sheath and into the left ventricle. The patient received support from the cp for the coronary angioplasty procedure and it was intended to remove the peel away sheath to leave the device in place. However an angiogram revealed extravasation in the axillary artery. The decision was made to wean the impella and explant the cp. The cp site was per closed and a cover stent placed in the axillary artery to stop the bleeding and hematoma from forming. Vascular injury is a known potential adverse event of the impella cp per the instructions for use.